Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a procedure, the physician had difficulty engaging the hex screw on the pacemaker's header block. The silicone was removed off the screw block on the header and after more manipulations, the right ventricular lead came off the header block. The patient was stable.

Manufacturer narrative:
Field complaint of set screw stuck was confirmed. Device was received with both atrial and ventricular septa damaged. Evaluation of the device header found septum material in the ventricular set screw hexagonal inset preventing proper wrench insertion. Additionally, ventricular set screw hexagonal inset was stripped which is consistent with improper wrench insertion.